Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose. Customer's blood glucose level was 50 mg/dl on (B)(6) 2017 at 4:03 pm. Customer treated their low blood glucose with food and glucose tablets. Customer¿s current blood glucose level was 91 mg/dl. Customer advised they felt better and declined to troubleshoot for low blood glucose levels.

Manufacturer narrative:
The information provided for the product code and common device name with the initial report was incorrect. The correct information has been provided with this report.